Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article ""quadriceps tendon rupture after total knee arthroplasty"" by ryan e. Dobbs, md, arlen d. Hanssen, md, david g. Lewallen, md, and mark w. Pagnano, md published by the journal of bone and joint surgery doi:10.2106/jbjs.d.01910 was reviewed. The article purpose: to determine the prevalence of this condition and the outcomes of patients who had a tear of the quadriceps tendon after a total knee arthroplasty. The article reports: between the years 1976 and 2002, 23,800 primary condylar total knee arthroplasties were performed at the mayo clinic. Twenty-four patients who had sustained a tear of the quadriceps tendon after a total knee arthroplasty were identified from this cohort. The authors also identified ten patients who had a total knee arthroplasty done elsewhere and subsequently had a rupture of the quadriceps tendon. The study group thus contained 34 patients. 11 of these patients had a complete tear of the quadriceps tendon. 23 of these patients suffered from a partial quadriceps tendon tear. Patella resurfacing and cement usage/manufacturer were not discussed within the article. The authors report that this patient had no predisposing factors that could contribute to the tendon tear. Depuy products involved: pfc". This is to capture the seventh patient ((B)(6)-year-old female) who suffered a partial tear of the quadriceps tendon.